Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) was unable to power on or power off, as the power button was dislodged under the gasket cover of the platform was confirmed during the visual inspection and functional testing. The power button bracket was observed damaged and pushed inside the platform, which caused the power button to be inoperable. The root cause of the reported issue was likely attributed to user mishandling. The archive data review showed no significant discrepancies. Upon the initial functional testing, the platform was unable to power on due to the power button switch being pushed inside the platform. The power button bracket was replaced to address the reported issue. Following the service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6)) was unable to power on or power off, as the power button was dislodged under the gasket cover of the platform. No patient involvement.